Event description:
The pt was implanted with a siltex low bleed gel-filled mammary prosthesis in 1999. On 8/5/99, during a procedure to evacuate a hematoma, the device was punctured. The device was removed in 1999.